Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient reported they were not getting good results from the therapy and they would like to know what programs they have already tried. Patient stated their daytime symptoms were a little better, but nighttime was still a huge problem. Agent reviewed therapy information and general programming guidance. Patient went on to say that when they move from a sitting or laying position that "there's still almost no control," which included getting out of a car. Patient also said they still wake up completely soaked every single night and have to change everything and wash up at least twice. Patient said their urgency and urge related incontinence was at least 50% improved. Agent reviewed indications for implant and suggested patient talk to managing hcp about whether or not their unimproved symptoms were considered appropriate indications. Patient stated they had been to th eir managing healthcare provider (hcp)'s office with a manufacturer representative(rep) there as well to have additional programs created. This was done, but patient said they hadn't had much improvement with the programs they tried.patient also mentioned that at the time of the appointment, the rep told them they did not need to carry their controllers everywhere with them. After that, patient had an episode where they encountered a shocking sensation from their therapy, but they didn't have controllers nearby to turn therapy down. When they finally got to their controllers, they weren't charged so patient had to wait for them to charge before being able to finally connect and turn down therapy. Patient stated that incident was about 3 months ago. Finally, patient inquired about MRI scanning eligibility. Agent reviewed MRI scanning guidelines at length. Patient wondered if they could have assistance with MRI scheduling. Agent reviewed the rep might be able to assist. Patient said they would be going to schedule a follow-up appt with their managing hcp after a different appointment today, and they would also ask for local rep's contact info.